Event description:
It was reported that the water was not holding and something was wrong with the cuff. The event occurred before patient use, and no patient harm/adverse event was reported.

Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye and under normal plant lighting of the returned device did not identify a defect. Using a syringe,10 cc of water was inserted into the inflation system. The device was allowed to rest for 4 hours; the cuff remained inflated; no change in volume was detected. The investigation could not confirm the alleged defect; no leaks were detected with the device. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the water was not holding and something was wrong with the cuff. The event occurred before patient use, and no patient harm/adverse event was reported.